Manufacturer narrative:
Device evaluated by MFR: visual inspection revealed that only the electrode was returned for analysis. Residues were observed on the tines. No visual damages defects were observed on the electrode, handle. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged.

Event description:
It was reported that the needle had difficulty being retracted. A radio frequency ablation procedure was being performed on a hepatic tumor. Ablation was performed with this leveen standard. The physician had a difficult time attempting to close the array after the ablation. After multiple attempts at closing the array and applying a large amount of strength the physician was able to retract the array and remove from the patient. There were no patient complications and the patient was stable.

Event description:
It was reported that the needle had difficulty being retracted. A radio frequency ablation procedure was being performed on a hepatic tumor. Ablation was performed with this leveen standard. The physician had a difficult time attempting to close the array after the ablation. After multiple attempts at closing the array and applying a large amount of strength the physician was able to retract the array and remove from the patient. There were no patient complications and the patient was stable.